Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. The journal article did not include any analysis of how or if the kugel patch potentially caused or contributed to any patient outcome or complications however concluded that transperineal repair (tpr) using a mesh with a memory-recoil ring is safe, feasible and promising technique for sph repairs. Fistula, pain, and infection are known inherent risks of surgery. The instructions-for-use supplied with the device lists fistula as a possible complication. Regarding infection, the warning section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jul-2010) is considered to be a best estimate as based on the information available. This MDR represents patient #3 and additional six MDR's have been submitted to represents other six patients involved in the study. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article, ¿transperineal repair of secondary perineal hernia using a mesh with a memory-recoil ring." The aim of this study was to evaluate the effectiveness of transperineal repair of secondary perineal hernia (sph) using a mesh with a memory-recoil ring. The article describes seven patients with secondary perineal hernia who underwent transperineal repair (tpr) between july 2010 and may 2022 were retrospectively analyzed. All sphs developed after abdominoperineal resections in patients with anorectal malignancies. The article concluded that transperineal repair (tpr) using a mesh with a memory-recoil ring is safe, feasible and promising technique for sph repairs. This MDR represents patient #3. The article describes a 78-year-old female patient with secondary perineal hernia developed after abdominoperineal resections in patient with anorectal malignancies who underwent transperineal repair (tpr) with a kugel patch. The article states there was an ¿intraoperative vaginal injury¿ which was closed with absorbable sutures. Patient experienced post operative complications of perineal wound infection, pain, and vaginal fistula. The vaginal fistula resolved with conservative treatment within 3 months.